Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 5fu. After an unspecified length of time in use, leakage was noted from the connection of the distal end of the filter and the tubing. The solution that leaked was cleaned up according to the facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.